Manufacturer narrative:
The quattro catheter associated with this complaint was not returned by the customer for evaluation. Therefore, a physical investigation of the catheter could not be performed. The patient was in a high-risk category for dvt due to immobility after cardiac arrest. The patient is currently in rehabilitation recovery. The event of dvt was assessed as serious. Even though the patient did not experience clinical symptoms of dvt, and the event was diagnosed during a routine test, an increased dose of heparin was required to prevent permanent impairment. The event was assessed as probably related to the zoll catheter due to the relevant timing and location of dvt. At the same time, the patient's post-cardiac arrest condition and immobility possibly contributed to the development of the current condition of dvt. Dvt is a known complication of central catheters of any kind. Patients in critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. The development of thrombus is a common complication in such patient populations. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1.7%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high-risk patient populations [zoll white paper on dvt]. Dvt is an anticipated event and could potentially occur with the usage of any catheter. The reported event is probably related to the device and not related to the procedure.

Event description:
A male patient who had been resuscitated from cardiac arrest was placed into controlled hypothermia by ivtm therapy. There was no blood coagulopathy performed before the initiation of ivtm therapy. At the start of the treatment, the patient's body temperature was 36.0 °c. A quattro catheter (lot # unknown) was smoothly inserted into the patient's right femoral vein in one attempt. The target temperature was set at 36.5 °c. There were no other adjunctive temperature management or relative procedures performed, and no other central venous catheters (cvc) were placed before utilizing the zoll catheter. During admission, the patient was administered the standard medication after resuscitation such as propofol, sufentanil, epinephrine, and heparin. The catheter was in the patient for 4 days (96 hours), and it functioned as intended during the treatment. One day after the completion of ivtm treatment, a routine ultrasound examination was performed and revealed a 15 cm-long deep vein thrombosis (dvt) along the vena cava. The catheter was already removed when the thrombosis was discovered. There was no thrombogenic material observed on the catheter. The patient did not have any known pre-existing conditions involving thrombosis before admission and had not experienced any clinical symptoms of dvt before it was discovered through the ultrasound. But the patient was in a high-risk category for dvt due to immobility after cardiac arrest. The dvt prophylaxis used on the patient was heparin perfusor with 400 ie. U/h. To mitigate the dvt, the dose of heparin was increased. The patient is currently stable.